Event description:
It was reported that the patient underwent bladder tumor resection. After the operation, a three-chamber catheter was placed for continuous bladder irrigation. The urinary water bladder ruptured and the urinary tube slipped out by itself. Notified the doctor to replace the catheter for indwelling flushing. As per the additional information received on 08sep2020, it was reported that this patient underwent bladder tumorectomy at 12:30, (B)(6) 2020. Postoperatively, a triple-lumen urethral catheter was indwelled for continuous flushing of bladder. At 05:47, (B)(6), the balloon of the urethral catheter was ruptured and the device fell out of the urethra on its own. After the problem occurred, the urethral catheter was replaced and a new unit was indwelled for flushing. The detached urethral catheter and balloon were complete.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and lube liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent bladder tumor resection. After the operation, a three-chamber catheter was placed for continuous bladder irrigation. The urinary water bladder ruptured and the urinary tube slipped out by itself. Notified the doctor to replace the catheter for indwelling flushing. As per the additional information received on 08sep2020, it was reported that this patient underwent bladder tumorectomy at 12:30, (B)(6) 2020. Postoperatively, a triple-lumen urethral catheter was indwelled for continuous flushing of bladder. At 05:47, (B)(6) the balloon of the urethral catheter was ruptured and the device fell out of the urethra on its own. After the problem occurred, the urethral catheter was replaced and a new unit was indwelled for flushing. The detached urethral catheter and balloon were complete.